Manufacturer narrative:
Blood was observed on the device. The formed needle and bottom housing were inspected for damages or defects that could cause bleeding and none were found. The exact cause of the bleeding could not be conclusively determined. The soft cannula was observed to be damaged and measured below the specification. Due to the damage, fluid was unable to pass through the entire fluid path and out the distal tip of the soft cannula. The timing and cause of this damage is unknown. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels (bg) reached over 300 mg/dl while wearing the pod between 24 and 36 hours on the hips/buttocks. For treatment, the patient changed out the pod for a new pod.